Manufacturer narrative:
Device had unresponsive buttons at esc and act due to corroded keypad traces. No button error alarm during testing. Device received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address/serial number label and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the up button was not responding. Insulin pump will be replaced. Customer's blood glucose was 7 mmol/l.